Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing low blood glucose values since (B)(6) 2017. The patient had recent blood glucose values of 49 mg/dl and multiple values in the 50 mg/dl range. The customer was also hospitalized on (B)(6) 2017 due to a potential kidney disorder. He experienced difficulty breathing, congestion, and swelling in his feet and face. The patient was hospitalized for 4 days and treated with dialysis for 3 of those days. Additionally, the customer's insulin pump was blank and would not turn back on. The patient's blood glucose was 212 mg/dl at the time of incident. The battery cap contacts were cleaned with a dry cotton swab and a new aa battery was inserted, but the display would not power on. The insulin pump was not returned for analysis at this time.